Event description:
The device was implanted on 3/7/97. On 5/15/97, the MFR received a report from its italian distributor detailing an incident which had occurred at a facility in their territory. The report, which was made by the physician, states that the device was explanted on 5/3/97 due to catheter shear. This report is the second of five similar incidents which the physician has encountered recently. (Please reference medwatch report #s: 1219454-1997-248 and 1219454-1997-250 through 1219454-1997-252 for additional info concerning the other four reports.) The physician reported that the polyurethane material appeared "yellowished" at the break points and appeared "of different color in the tunnelized portions from the portion in touch with blood". The physician also reported that the material does not "seem to bear blending or curvatures at the donut site or in the case of subclavian with the clavicula". The physician's method of implant has been unchanged since 1995 and there has been no infusion of taxol.

Manufacturer narrative:
The evaluation results of apparent trend for suspected catheter lot has been completed and the results are as follows: 1) the complaint rate was consistent with complaint rates from other mfg lots. 2) the product profile was bimodal, but both arms of the modality were within the product spec. 3) material ID and function were consistent with 510k and company specs. 4) sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of this apparent trend was reviewed by a food and drug administration investigator during an atlanta district office audit of the MFR which was conducted from 8/24/98 through 9/15/98. No further details are available. The MFR is now closing the file on this event. The filing of this 02 follow-up report will also serve to close the following MDR#'s listed of the same nature: MDR#1219454-1997-00249, 00299, 00314, 00237; MDR#1220923-1997-0007, 00015, 00016, 00017, 00025, 00031, 00032, 00033, 00034, 00041, 00044; MDR#1220923-1998-00014, 00024, 00029, 00038, 000045, 00050, 00071.